Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The microcatheter was not returned for analysis as it was discarded at the site. Since the device was not returned a definitive cause or conclusion could not be identified. Per the microcatheter¿s instructions for use (IFU), ¿the catheter should be manipulated under fluoroscopy only. Do not attempt to move the catheter without observing the resultant tip response. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the acute stroke intervention, the microcatheter tip was alleged to have been encountered difficulties and broke when retracted. The separated microcatheter piece was reported to have been removed from the patient. New device/s was used to continue. No patient injury was reported to have occurred. The treating location was the middle cerebral artery.